Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, "couldn't move whole body", and was unable to self-treat, requiring going to the hospital. At the hospital, a healthcare professional (hcp) provided third-party treatment of "intravenous glucose" (dose unpacified) and "vitamin d" (dose unspecified), performed a post treatment blood glucose measurement of 439 mg/dl, and diagnosed customer with hyperglycemia and kept customer for five days in the hospital. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, "couldn't move whole body", and was unable to self-treat, requiring going to the hospital. At the hospital, a healthcare professional (hcp) provided third-party treatment of "intravenous glucose" (dose unpacified) and "vitamin d" (dose unspecified), performed a post treatment blood glucose measurement of 439 mg/dl, and diagnosed customer with hyperglycemia and kept customer for five days in the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned yet. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.